Event description:
It was reported, the distal locking screw is not being targeted properly by this targeting arm. The screw is missing the nail posteriorly.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.